Event description:
It was reported that the customer received a button error alarm on her insulin pump after she was unable to scroll down on the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad trace. No button error alarm noted during testing. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The unit also was received without the original pump belt clip. No damage on pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.